Event description:
It was reported that this pacemaker was explanted and replaced due to a non-specific product performance anomaly. No additional adverse patient effects were reported. This device has not been returned.

Manufacturer narrative:
Additional information was received indicating that this was a prophylactic explant. The device did not exhibit a product performance anomaly.

Event description:
It was reported that this pacemaker was explanted and replaced due to a non-specific product performance anomaly. No additional adverse patient effects were reported. This device has not been returned.